Event description:
The customer received a questionable c-reactive protein gen.3 (crp) result for one patient sample. The initial result was 2.05 mg/l and was reported outside the laboratory. This result was questioned by the treating clinician as the result from a sample taken two hours previous was 269 mg/l or 270 mg/l. The sample was repeated and the results were 232.78 mg/l and 244.50 mg/l. No adverse event was reported. The crp reagent lot number was 697448. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Review of the provided sample reaction monitor indicated the pipetted sample volume was too low leading to the low result. Most likely a preanalytic issue with the sample caused the low result.

Manufacturer narrative:
This event occurred in (B)(6).